Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg stopped connecting with external devices following an unrelated surgery. Troubleshooting was unable to resolve the issue. The ipg was deemed inoperable. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. The patient¿s ipg was explanted and replaced. Therapy was restored post-op.the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.